Event description:
Caller reported the connector pins and plastic surrounding the pins on the inform base had signs of melting and burning. No adverse event reported. The base is not available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not available for return.